Event description:
The customer called with a complaint that the numbers are not showing up right on the meter. During the troubleshooting process, it was determined that there were missing segments from the hundreds, tens, and units positions in the display. A request was made to have the meter returned for evaluation. In the meantime, a replacement unit was provided.